Manufacturer narrative:
Product event summary: analysis confirmed that the programmer was intermittently unable to interrogate and the link electronic module board was therefore replaced and calibrated. Analysis also found that the upper and lower cases, keyboard and keyboard hinges were broken and all were replaced.

Event description:
It was reported that the programmer would not interrogate. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.